Manufacturer narrative:
The lot 19d009 was manufactured between april 8-9, 2019 the device was received for evaluation. The unit was returned to the plant containing no fluid in the bladder because the customer did not close the distal luer which had allowed the fluid to empty inside the bag that contained the unit. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and there were no issues noted. Evidence of continuous flow was observed during the functional flow rate test and the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped flowing during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.